Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and customer received a power source alert. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 160 mg/dl.